Event description:
It was reported that during the attempted implant the helix would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the helix was found to be bent. It was noted that the helix was damaged at implant. (B)(4).